Manufacturer narrative:
(B)(4)

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys digoxin assay (dig) on a cobas 6000 e 601 module (e601). The primary sample tube initially had a result of < 0.4 ng/ml accompanied by a data flag. The sample was repeated, resulting as 3.5 ng/ml. The 3.5 ng/ml value was reported outside of the laboratory. The sample was poured from the tube into a cup and repeated, resulting as < 0.4 ng/ml accompanied by a data flag. The value of < 0.4 ng/ml was believed to be correct and a corrected report was issued. No adverse events were alleged to have occurred with the patient. The dig reagent lot number was 25935501. The reagent expiration date was asked for, but not provided. The field service engineer (fse) could not determine a cause. The customer ran controls and these were good. The fse ran performance testing. The customer stated that the ambient humidity in the laboratory was 19% which is below the operational range of the analyzer. The customer confirmed that they are having issues maintaining proper humidity in the laboratory and are working to get a new system approved. The calibration performed on 20-feb-2018 was within expectations. Controls performed on 25-feb-2018 were within range, but no controls were tested on the date of the event. The investigation was unable to find a definitive root cause.